Manufacturer narrative:
During the quality investigation testing overheating was duplicated. Further investigation revealed corrosion damage to the motor, bearing, press plug and other component parts. The blade mount assembly was identified as the primary cause of the failure. The parts were replaced and the device was repaired and returned to the customer.

Event description:
A stryker sagittal saw was sent in for repair due to overheating during testing. No adverse event was associated with the device.